Event description:
It was reported that during a laparocopic gastric bypass, on the first firing the clip shot out sideways. One clip had to be removed from the patient's abdomen with a grasper. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Dropping or ejected clip. The device was received with one clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. During testing, the device fed seven clips conforming, six scissored clips, and ejected four clips. The device locked out as intended. The device was disassembled and no anomalies were found with the internal components. However, excessive silicone was noted. Although it could not be determined what may have caused the finding, the silicone may have allowed excessive speed from the feed bar causing the clips to eject. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.